Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's issue was confirmed. The speaker was found to be the cause of the issue as well as the clutch parts. The speaker, clutch and lead screw were replaced to fix the issue.

Event description:
It was reported that there were consistent acu watchdog failures. There was unknown patient involvement and no patient harm adverse reported.